Manufacturer narrative:
Mml reference number: (B)(4).

Event description:
It was reported that revision surgery was performed on (B)(6) 2022 to remove and replace the right percutaneous stimulation lead (original model 8000-45) due to progressive loss of lead electrodes. The left percutaneous stimulation lead (also a 8000-45 original lead) and the implantable pulse generator (ipg) are functional. However, they were replaced as a precautionary due to the left lead is also the old lead model. The patient was implanted with the reactiv8 system on (B)(6) 2017. The revision surgery was successful, with no report of patient harm or injury resulting from the surgery. The reactiv8 system was returned to mml for analysis. The reported issue was confirmed on the right lead. Visual inspection revealed all wires of the coil fractured.

Manufacturer narrative:
Mml referecne number (B)(4). Correcrted h6- FDA codes.

Event description:
It was reported that revision surgery was performed on (B)(6) 2022 to remove and replace the right percutaneous stimulation lead (original model 8000-45) due to progressive loss of lead electrodes. The left percutaneous stimulation lead (also a 8000-45 original lead) and the implantable pulse generator (ipg) are functional. However, they were replaced as a precautionary due to the left lead is also the old lead model. The patient was implanted with the reactiv8 system on (B)(6) 2017. The revision surgery was successful, with no report of patient harm or injury resulting from the surgery. The reactiv8 system was returned to mml for analysis. The reported issue was confirmed on the right lead. Visual inspection revealed all wires of the coil fractured.